Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen and partial display as a result of a faulty liquid crystal display driver board.

Event description:
It was reported that the insulin pump's display turned black when the customer pressed the activate button. The blood glucose reading at time of the call was 218mg/dl. Troubleshooting was performed and the screen is completely black. No further info was provided.